Event description:
Pt had a medtronic pacemaker recall on product info notification. Co recommended routine follow-up and monitoring and not removal. Pt had routine follow-up for several months when pt presented with shortness of breath and pedal edema for a few weeks duration. Dx: pacemaker failing. Pt underwent explant and successful generator change. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).